Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that system did not boot up successfully. After reviewing log file fse did not found the malfunction. After some functional test fse found the confirmed that both the disks and the x-ray pc are responsive. Additionally, fse upgraded the computer release to version 1.2.5. On (B)(6) 2024 fse found that there were no issues with the system. The codes were updated based on the investigation outcome.